Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 13 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. Atthe event the patient experienced: peri-implantitis, bleeding and abscess. No further patient complications were reported.